Event description:
The user facility claimed that the device lost audio function during use. There was no reported pt impact.

Manufacturer narrative:
(B)(4). The user facility claimed that the device lost audio function during use. There was no reported pt impact. A field svc engineer was dispatched to be customer site and implemented a mandatory field changer order on the device for this known issue. Our investigation revealed that when the device runs out of memory, the device can enter a state where it no longer produces sound correctly. This indicates that a ":memory leak" consuming all available memory was the cause of the sound issue. Further analysis found that the device's watchdog only monitors and responds to lock ups of the component's main thread and not worker threads. The device can play three sounds simultaneously, which are implemented in worker threads. Therefore, a failure of a sound component in a worker thread would not trigger the watchdog to function. The fact that the watchdog did not trigger based on the failure of a sound component in a worker thread was determined to be the root cause of this issue. The device's software has been modified to inform the driver not to queue any events, which prevents the accumulation of events and resolves the memory leak. Additionally, the watchdog of he system was enhanced to not only detect main thread lockup, but to detect locked hmi sound worker threads. Additional enhancements were also made the watchdog so that when activated, the watchdog clears the screen and plays the watchdog alarm and continues to do so indefinitely. In response, the user would be required to turn off the device and turn it back on again. This will guarantee that the device is coming up in a known "normal" state. The device manufacturer had previously issued a mandatory field change order to correct this problem on all affected devices, but implementation of this fco on this device at this customer site had not occurred at the time the reported failure occurred. Us FDA was notified of the mandatory field change order on 10/04/2013. As part of this mandatory field change order, a communication was sent to all users of the device (including this user facility). The communication instructed users to power cycle the deice once every 24 hrs, which will reset the device's memory and prevent the problem from occurring. Both internal tracking and the customer confirmed that the user facility received this communication and the customer confirmed that the info contained within was communicated to the appropriate department that utilizes the device. However, the customer could not confirm that the power cycle was being done as recommended. As stated above, the customer's device has been updated with the mandatory field change order, which resolves this issue. As a result, no add'l communication regarding this issue is warranted within the user facility. There have been no reports of deaths or serious injuries due to this issue. No add'l investigation or action is warranted at this time.